Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 1/10/2025: this was discovered during an acl and let procedure. The sutures and the anchor were removed from the patient. The case was only delayed for two minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak sutures broke and pulled out when the anchor was being set. This was discovered during a procedure on (B)(6) 2024. The case was completed using another ar-3740sp double loaded knotless knee fibertak.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.